Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 6. The event is filed under internal karl storz complaint ID (B)(4). An investigation confirmed that the sheath has deep scratches inside the metall pipe. Most likely a damaged instrument with sharp edges has been put through the sheath- scratching off metall parts.

Event description:
It was reported that there was event with a "sheath". According to the information received, the shaft was inserted into a knee. After insertion, metal particles were found in the hinge. No shaver was used yet. The endoscope was not damaged. According to the customer, the shaft is new and has not been used before. Further information is not available.